Manufacturer narrative:
The cse was at the customer site as the customer had issues with the waste plumbing. The cse moved the waste lines to plumbed quick disconnect and verified the performance of waste flow. The cse did not find evidence of waste movement. While attempting to remove the waste line, the cse was sprayed in their face. The cse cleaned themselves and the spillage. The cse replaced the tubing and connector from the waste pump to waste plumbing disconnect. The cse also replaced the advia centaur plumbing kit fitting on the rear of the analyzer and quick disconnect on the waste line. The cse verified that the system would pump waste in diagnostics and prime reagent probes. The issue was resolved by the replacement of waste tubing/fitting. A siemens headquarters support center (hsc) specialist reviewed the event data and determined that the cse was checking the system waste direct plumbing with system power on. The hsc specialist indicated that there are several system controls in place that would prevent this issue from occurring during the normal system operation. The waste bottle and waste bottle connector are protected by a cover lid. When this lid is lifted to gain access to the waste bottle connector, the transfer pump circuit will deactivate the pump from pumping, preventing a waste spill. When the cse was handling the system there were caution instructions with explicit personal protection requirement. During the cse training, they are instructed to not remove or connect any fluidic or electronic connections with the system power on. This issue is considered an isolated event. Additionally, as per advia centaur xp operator's guide "wear personal protective equipment such as safety glasses, gloves, lab coats or aprons when working with possible biohazard contaminants." The cse was wearing eye glasses but not the safety glasses. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A siemens customer service engineer (cse) reported that they were sprayed on their face with the waste line fluid while performing troubleshooting on an advia centaur xp instrument. The instrument was using the bulk water/waste bottles instead of the direct plumbing and the cse was inspecting the direct plumb assembly and connector to the waste tubing. The cse was sprayed by the fluid in the waste tubing. The cse washed/cleaned their face. The cse stated that they got some of the fluid in their mouth. The cse contacted the occupational health and had a human immunodeficiency virus test performed, which was negative. There are no reports of medical intervention or adverse health consequence due to the cse being sprayed on their face with the waste line fluid.